Event description:
Additional information was received stating that the vns patient was experiencing pain at his generator site for the past six months. The patient denied experiencing any trauma and injury to his generator site. The patient had not been receiving vns therapy for a couple years. The patient was seizure free and no longer needed the therapy. Further follow-up revealed that the patient¿s device was to be explanted per the patient¿s request and not due to pain or to preclude a serious injury. The patient¿s device was reported to be at end of service for some time. The neurologist did not believe the pain was related to vns. No known interventions have occurred to date.

Event description:
It was reported that this vns patient was having pain in the neck. It was reported that the generator has been "dead/out of battery" for a while and that the patient has been seizure free. The patient reported that the pain in the neck began two months prior and that he was hit in the neck during boxing, but has since stopped boxing and that no recent trauma or falls have occurred. It was reported that device diagnostics were not performed because the device was at end of service. It was reported that the patient wanted the device removed and that the patient has been referred to surgeon. Surgery is likely, but has not occurred to date. Review of programming history shows that the patient¿s device was disabled on (B)(6) 2008.